Manufacturer narrative:
H.6. Investigation summary: "material #: 368609 lot/batch #: 3290232 bd received 3 cases of samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for shelf packs with incorrect lot number was observed. The photos show three shelf cartons from lot 3290590 packed in a case labeled with lot 3290232. The customer returned cases were evaluated by visual examination and the indicated failure mode for shelf packs with incorrect lot number was observed. All 30 shelf packs were labelled lot 3290590 while all 3 outer case cartons were labelled lot 3290232. Additionally, 2 retention shelf packs from bd inventory were evaluated by visual examination and the issue of shelf packs with incorrect lot number was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode shelf packs with incorrect lot number. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, 30 boxes have a discrepancy with the batch number listed. The batch number on the outer box does not match that of the inner shelf boxes. No patient impact reported.